Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported her programs were auto-reducing. The sjm rep met with the pt and diagnostic testing revealed invalid impedance readings. Reprogramming was only able to provide right sided stimulation. X-rays were taken and ruled out a lead disconnect, however, the physician believe a lead may be fractured. Surgical intervention will be taken at a later date to address this issue.